Event description:
The physician attempted closure of the arteriotomy using the closer-tsl 6fr. Device. When deploying the device a cuff miss occurred. The physician removed the device and inserted a second device. Reports from the field indicate that the physician had difficulty inserting the device and was manipulating the device a fair amount. As the physician deployed the device, a device fracture occurred. The pt went to surgery for device removal and closure of the arteriotomy. The pt recovered without further incident.